Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out g2, and an update to field h3. The device was evaluated by olympus. Worn out lock latch with video connector socket failure and no image was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, since the worn-out video connector latch was confirmed. It is likely, that the phenomenon ¿no image¿ occurred, because the scope connector could not be retained, due to the worn-out video connector latch. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during preparation for use for an unspecified procedure, the connector on the video system center was not working. The issue delayed the procedure and extended the patient's anesthesia/sedation for 30 minutes. The procedure was completed with a replacement device. There was no reported patient impact.